Event description:
Affiliate reported that overdrainage was noted and the device was needed to be replaced.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.